Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited noise oversensing due to electromagnetic interference (emi). Pacing inhibition was also noted. Programming changes were made. The patient was stable.